Event description:
No new information.

Manufacturer narrative:
Corrected data: g1. H6 coding has been updated to reflect completion of the investigation.

Event description:
A company representative reported that an everest rod fractured post-operatively. Additional detail is not available at this time.

Manufacturer narrative:
Additional data: a2, a3a, b5, d1, d4, d6a, d6b, g4, h4. Corrected data: b1, b2, b3, h1. H6 coding has been updated to reflect additional information received.

Event description:
A company representative reported that a patient underwent revision surgery approximately one year post-operatively to address a fractured everest straight rod.